Manufacturer narrative:
(B)(4). Additional information: batch # = m92x80 . The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 6 conforming clips and a clip with gap was fed. In addition, the orange indicator was found undertraveled. Please note that this condition is unrelated with the report incident. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the second or third fire the clips would not form and close. A second like device was to complete the procedure with no patient consequences reported.